Event description:
Two endeavor sprint rx drug-eluting stents were implanted, overlapping, at the mid lcx for treatment of the target lesion (MFR report # 2953200-2010-00018). A dissection was noted therefore, one endeavor sprint rx drug-eluting stent was implanted at the mid lcx, overlapping, as treatment of a complication/ dissection/ bailout. Patient was asymptomatic / free of symptoms at 30 day follow up. At 6 month follow up patient displayed stable angina. CABG surgery of the mid lcx (target vessel) and the proximal lad (non-target vessel) was carried out approximately 8 months following index procedure. Investigator has indicated that event was related to the study stent. Patient was asymptomatic / free of symptoms at 1 year follow up.

Manufacturer narrative:
CABG, additional stent implanted to treat dissection. Dissection.